Event description:
It was reported via legal documentation that approximately 34 months after a right total knee replacement procedure, the patient underwent a revision procedure to address polyethylene wear, pain, stiffness. Revision surgery operative notes were provided. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10: concomitant devices: (B)(6), 02-010-04-0330 - logic cr femoral por, right, sz 3. (B)(6), 02-012-45-3030 - lgc tibial fit tray cem sz 3f / 3t. (B)(6), 204-70-00 - tibial stem ext. Screw. (B)(6), 204-34-04 - fluted stem extension 40l x 14 mm. (B)(6), 200-02-32 - three peg patella 32mm. (B)(6), 201-78-15 - holding pin mini sharp point 4 pk. The device was not returned for evaluation and no photographs or x-rays were provided for review; therefore the reported event cannot be confirmed through analysis. The cause of the reported event cannot be determined based on the information made available. Should additional, relevant information become available, a supplemental report will be filed accordingly.